Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have a malfunctioning speaker. The pump also showed signs of physical damage, which could lead to the reported issue. The pump was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
The user reported an issue with the pump's alarm. "Alarms are not audible despite sound being set to high. Pump may have been dropped by nursing facility. Lights and alarm display are working, but no sound." No patient injury or harm occured for this case.